Manufacturer narrative:
Tandem¿s t:slim user guide states to check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. It additionally states that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 25. At the time of the call, it was confirmed that a new cartridge had been successfully loaded onto the pump. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the contact believes the cartridge was filled with 300 units of cold insulin. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions. The customer additionally reported that the luer lock was loose. Recommendation was made by tandem technical support to ensure that the luer lock is always tight and secure before going through the fill tubing process. The customer's blood glucose level ranged from 170-174 (mg/dl).